Event description:
It was reported that a lead safety switch (lss) occurred due to high, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. The lss to unipolar sensing resulted in over-sensed myopotential noise and the patient was symptomatic and presented to the emergency department. Technical services was contacted and confirmed the presence of myopotential over-sensing due to the lss. Additionally, atrial under-sensing was noted. The physician elected to reprogram the device to resolve the event and no additional adverse patient effects were reported. At this time, the device remains implanted and in-service. The ventricular and atrial leads are not boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) occurred due to high, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. The lss to unipolar sensing resulted in over-sensed myopotential noise and the patient was symptomatic and presented to the emergency department. Technical services was contacted and confirmed the presence of myopotential over-sensing due to the lss. Additionally, atrial under-sensing was noted. The physician elected to reprogram the device to resolve the event and no additional adverse patient effects were reported. At this time, the device remains implanted and in-service. The ventricular and atrial leads are not boston scientific products.